Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not rotate and displayed an e8 error code. It was also observed that one of the device contact pins was pushed back in the connector which caused the device not to run and display the e8 error code. The issue with the pin pushed back in the connector is consistent with the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during mid-use in an unspecified surgical procedure, it was discovered that the motor device displayed an e8 error and stopped working. It was also further reported that the device did not spin as fast (15,000 instead of 80,000). According to the report, the device triggered an error message on the console device during the surgical procedure. There were no delays to the surgery and it was completed without an incident. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.